Event description:
The following was reported to davol by the pt: allegedly, on (B)(6) 2003 the pt was implanted with a kugel patch in his left groin. The pt reported sharp, shooting pain on occasion since the surgery, but recently developed constant pain and swelling in his left groin along with drainage from his left groin incision. He reports he was admitted, hospitalized and treated for infection on (B)(6) 2013. He states he had a CT scan and ultrasound of the affected area, but is unaware of the results. He alleged the kugel patch may be contributory and is currently home on antibiotics and is to follow-up with a urologist. He states he has no insurance and is unable to keep his appointment or refill his antibiotics. Pt was advised to seek medical attention.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt reports occasional sharp shooting pain since the 2003 implant of a kugel patch. He further reports that he recently developed constant pain and swelling in his left groin along with drainage from his left groin incision and that on (B)(6) 2013 he was hospitalized and treated for infection. No specific device failure has been alleged and medical records have not been provided. We have contacted the initial reporter to request additional info/medical records. The warning section of the IFU states "if an infections develops, treat the infections aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.